Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went shut off after alarming sensor end. The sensor glucose reading was 46 mg/dl compared to the blood glucose reading of 150 mg/dl. The customer declined to troubleshoot. The customer stated that she was no longer wearing the sensor since 2 weeks ago. No further details were provided.